Event description:
N/a.

Manufacturer narrative:
After further review it was determined that the event was already reported in mfg report no: 2249723-2026-0002080. Please refer mfg report no: 2249723-2026-0002080 for all event related information. Please cancel mfg report no: 2249723-2026-0002107 in your database.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Another reporter: (B)(6). Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic ballon pump(iabp) had discoloration in the helium tubing. Esp personnel recommended removing the helium tubing from the pump, notifying the physician and to prepare for balloon catheter removal. Esp personnel also visualized a video that showed blood reaching the pump. Esp personnel explained to megan that the balloon catheter should not remain inactive for greater than 30 minutes due to potential risk of thrombus. Esp personnel was unable to collect product surveillance at the time of call due to megan needing to prioritize patient care and asked her to keep the catheter and pump at the bedside. Esp personnel provided megan with his phone number and asked her to call directly should she have any other questions or the need for troubleshooting assistance. Esp personnel followed up with megan, and she reported the balloon catheter and sheath had been removed successfully. Esp personnel collected product surveillance and explained that a biohazard kit would be sent to her manager and requested the catheter be returned to getinge. Esp personnel asked megan to send the pump to biomed. No harm injury was reported.